Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: b5: describe event: it was reported that prior to use with the bd vacutainer® buff. Na citrate 0.109m, 3.2%, the shelf pack of one package had two (2) labels attached on top, while a second package had no label on top. Both reported shelf packs had all of the required manufacturer labeling. No health impact or consequence reported. After further evaluation of the complaint, it has been determined that the previously submitted report 1917413-2023-01328 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that prior to use with the bd vacutainer® buff. Na citrate 0.109m, 3.2%, the shelf pack of one package had two (2) labels attached on top, while a second package had no label on top. Both reported shelf packs had all of the required manufacturer labeling. No health impact or consequence reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to use with the bd vacutainer® buff. Na citrate 0.109m, 3.2%, the label was torn and peeling off. No patient impact reported.